Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of the olympus local service department. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Klebsiella pneumonia, escherichia coli and pseudomonas aeruginosa (the total cfu of the klebsiella pneumonia, escherichia coli and pseudomonas aeruginosa is 81 cfu.) The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.